Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the subclavian artery. A 12.0 x 40 75cm mustang¿ balloon catheter was advanced but failed to cross the lesion. The device was removed; however, it was noted that the balloon catheter tip was missing. The tip was not found and it was unknown when or how the tip separated. A second 12.0 x 40 75cm mustang¿ balloon catheter was then used and successfully completed the procedure. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon material was tightly folded and had not been subjected to positive pressure. No section of the device was missing. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination identified that the tip was intact and fully bonded to the device. The entire tip was noted to be indented and the distal tip flared which is consistent with the tip being pushed against a restriction. No issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/ procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the subclavian artery. A 12.0 x 40 75cm mustang¿ balloon catheter was advanced but failed to cross the lesion. The device was removed; however, it was noted that the balloon catheter tip was missing. The tip was not found and it was unknown when or how the tip separated. A second 12.0 x 40 75cm mustang¿ balloon catheter was then used and successfully completed the procedure. No patient complications were reported and the patient's status was fine.